Manufacturer narrative:
Sorin group deutschland manufactures the centrifugal pump system scp. The incident occurred in (B)(6) USA. This medwatch report is filed on behalf of sorin group deutschland. Sorin group deutschland gmbh received a report that the scp control panel displayed an error message during a procedure. The operator switched the device with a similar one to complete the case. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland gmbh received a report that the scp control panel displayed an error message during a procedure. The operator switched the device with a similar one to complete the case. There was no report of patient injury.

Manufacturer narrative:
The "date received by manufacturer" in follow-up 1 filed april 19, 2016 was incorrectly indicated as march 30, 2015. The correct alert date for the new information contained in follow-up 1 is march 30, 2016.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system scp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the scp control panel displayed an error message during a procedure. The operator switched the device with a similar one to complete the case. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate but was unable to reproduce the reported issue. The unit was run for 2 hours with no errors. A cpu board was replaced as a precaution. The unit was tested and found to be worked properly. As the reported issue could not be reproduced, a root cause could not be determined and corrective actions were not identified, though consultation with a sorin group (B)(4) technician revealed that the reported issue can be caused due to a faulty eprom-chip on the cpu board that was replaced. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends. Evaluated on site by sorin service rep.